Event description:
It was reported that the screen of the external pulse generator was very dim and flickered. It was further reported that the generator would not pace and did not respond to any of the buttons when pressed except the "off" button. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the screen of the external pulse generator was very dim and flickered. It was further reported that the generator would not pace and did not respond to any of the buttons when pressed except the "off" button. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) was dim and flickered and that the device would not pace nor respond to any button but the "off" button, and it was attributed to the lcd and the main printed circuit board (pcb) having corrosion. Analysis also found that the encoder flex, battery flex, side bail covers, ring cover and heart lead flex were contaminated, that the upper and lower cases were broken, the lead flex cover was corroded and that the battery contacts were compressed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.